Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40-42 mg/dl. Reportedly, the control iq software did not decrease insulin as expected until bg level reached 70 mg/dl. Customer had to manually adjust insulin and keep exercise mode turned on to address the issue. In addition, the customer consumed carbohydrates to address bg. Review of pump data by tandem technical support verified there was no issues with the pump or supplies. Pump data verified a decrease in bg level did occur, however, alleged bg level of 40-42 mg/dl was not identified. Lowest bg level verified in the pump data was 79 mg/dl. Multiple attempts were made to relay the information found during pump data review to the customer and to obtain additional information, however, a response was not received.